Manufacturer narrative:
Visual inspection found bent pins with scuff marks present inside the connector block of the wand. There were no manufacturing abnormalities visually observed with the returned device. Functional evaluation could not be conducted due to the damaged connector. The complaint was verified and the root cause was determined to be associated with the bent pins and damaged connector. The bent pins and scuff marks inside of the connector could have been caused by an insertion error of the connector in to the controller port. If the connector is not aligned with the marked dots or connected to the proper wand receptacle, then forceful connection can cause damage to the connector and disallow a complete connection and could cause recognition issues. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the generator displayed an error message when the wand was connected. A second wand from a different lot was connected but the same error message was displayed. The procedure was cancelled and rescheduled. No patient injury or complications were reported. Report 1 of 2.